Manufacturer narrative:
The console was field service at the user's facility, upon diagnosis of the console it was identified that the value of the brick was high on channel 2. The brick was replaced and channel 2 was calibrated. After performing the replacement and calibration, the issue was resolved, and the console was within specification and working as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that during use there was low power output. The procedure was completed using the original console. There were no patient complications reported.

Event description:
It was reported that during use there was low power output. The procedure was completed using the original console. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the brick of the console was thoroughly analyzed. Visual inspection did not find visible defects on the brick. The ends were intact with al screws in place. There was no leakage along the end cap seams. The body was clean, and the light shined through the rod. However, upon field service of the console at the user's facility, it was identified that the value of the brick was high on channel 2. The brick was replaced and channel 2 was calibrated. After performing the replacement and calibration, the issue was resolved, and the console was within specification and working as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that during use there was low power output. The procedure was completed using the original console. There were no patient complications reported.